Event description:
It was reported that a second cuff was added to the patient artificial urinary sphincter (aus) device system because the patient continued to experience urinary incontinence after having the aus device originally implanted. The device was functioning perfectly well. No issues or concerns have been reported following the surgery.